Event description:
A malfunction occurred after the patient traveled recently and passed through airport x-ray machines. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with information to reset the pump, which resolved the issue, allowing the customer to continue using the pump. The customer was advised to call back if any malfunction codes reoccurred, and they acknowledged the instructions.